Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine. Two months after the injection, the patient had "episodes of fever and tonsillar infection." Afterwards, the patient developed "edema and hardening of filled sites." Patient was treated with prednisone and amoxiciline. Symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of fever, infection, edema and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, fever, infection, skin irritation: "precautions for use: as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm voluma with lidocaine injection."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine. Two months after the injection, the patient had "episodes of fever and tonsillar infection." Afterwards, the patient developed "edema and hardening of filled sites." Patient was treated with prednisone and amoxicilline. Symptoms have resolved.